Event description:
The following has been reported: device's power supply issue reset maintenance counter. Completed full pm after power supply swap. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.